Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found that the flex vision pc had an intermittent power supply, that would allow for intermittent boot up of flex vision pc. To resolve the problem, fse replaced the flex vision pc and installed the necessary software and return the part for further analysis, but no failure found. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.